Manufacturer narrative:
The insulin pump passed all functional testing that was performed, but was received stuck in motor error loop during bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. It was not possible to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump, during a set change. The insulin pump had not been bumped, dropped, or exposed to a magnetic resonance imaging scan. The customer was reportedly not using the sensor feature. The customer was able to rewind the insulin pump. The customer's blood glucose was 5.0 mmol/l. Nothing further reported.